Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on an unspecified date the patient experienced a blood glucose (bg) of 55 mg/dl with diaphoresis, blurred vision, cognitive impairment, dysphasia and unsteadiness with standing or walking associated with an audio tone issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. The patient stated that they have gastroparesis which causes a low blow sugar and makes it harder to manage their diabetes. It was also noted that the patient has half of their pancreas due to pancreatic cancer. Troubleshooting revealed there were no audio tones coming from the pump and troubleshooting did not resolve the issue. This report is made based on the allegation that the patient experienced hypoglycemia associated an audio tone issue.

Manufacturer narrative:
Follow-up #1: date of submission 7/18/2017. The device has been returned and evaluated by product analysis on 06/20/2017 with the following findings. Testing was unable to duplicate the no sounds complaint. Pump returned with normal bolus, audio bolus, alert, reminder, warning, alarm/error, glucose user hi/lo limit alert and the glucose rise/fall rate alert set to (high) and the temp basal set to (vibrate).the last basal delivery was on (B)(6) 2017. Pump boots to the verify screen with audible and vibratory features. The audible alarm reading measured with in specification an alarm was reproduced for the investigation with sound set to high; pump gave the appropriate sound warning and displayed alarm message on the screen. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump's cover was removed; no intermittent conditions or defects were found to the piezo circuit. No delivery interruptions or alarms occurred during the investigation. Battery compartment is cracked above and below the bumper pad. Base crack observed between case seal and keypad.